Manufacturer narrative:
Insulin pump received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads. Test reservoir lock properly inside the reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 40 mg/dl at the time of incident and 130 mg/dl. The customer was treated with glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose events. Based on customer¿s report customer did not allege insulin pump was over delivering. Customer states the insulin pump has cosmetic damage. The customer reported that there was a crack at the top of the battery case. Customer does not use auto mode. The customer was advised to revert to back up plan and discontinue the use of insulin pump. The insulin pump will be returned for analysis.